Event description:
A customer reported that the laser would not ¿engage¿ the probe. Patient impact/involvement is unk. Add¿l info has been requested.

Manufacturer narrative:
The company rep examined the system and found no problem with the system. The company rep noted the customer using a non-alcon laser probe. This non-alcon laser probe would not screw into port one, and was hard to tighten down in port 2. There were was no problems using alcon rfid laser probes. The system was then tested and met product specs. No samples were returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause has not been determined. (B)(4).